Manufacturer narrative:
Results: the pusher assembly was kinked approximately 120.0 and 130.0 cm from the proximal end. The embolization coil was intact with the pusher assembly, was compressed, and had offset coil winds throughout its length. Conclusions: evaluation of the returned device revealed the pusher assembly was kinked and the embolization coil was compressed and offset. This damage likely occurred due to forceful advancement of the smart coil against resistance. During functional testing, the smart coil was advanced through its introducer sheath and a demonstration microcatheter without issue. Therefore, the root cause of the initial reported resistance could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (d-avf) using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached two smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil through the microcatheter, the physician experienced resistance and subsequently, the smart coil became stuck in its introducer sheath and would not advance further through the microcatheter; therefore, it was removed. The procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.